Event description:
Avea ventilator suddenly began alarming, ventilator inop. And began making clicking noises. Ventilator continued to work properly. Could hear vent delivering breaths. Pt had no adverse effect, sleeping with good vital signs. Ventilator changed out due to alarm condition.